Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently flickering. Reportedly, the screen would flash and "blink" rapidly until the pump was plugged into a charger. The issue would be resolved when the pump was charged. At the time of the report, the issue did not occur; therefore, no troubleshooting was unable to be performed. The customer's blood glucose was not impacted. The customer would continue to use the pump for insulin therapy.